Manufacturer narrative:
Investigation summary: the investigation is currently in progress. Once the investigation is completed, a detailed summary will be provided.

Event description:
Sku# 329515; item description: pen needle; lot# 5316021; quantity-1 ea; country- USA. Incident description-I am emailing with a concern related to the pen needles not retracting and one of my nurses got stuck after administering a resident's insulin. I pulled all the pen needles and tried a few and there are a lot not working properly.